Event description:
Reporter stated that patient was "bottoming out" (blood glucose as low as 22 mg/dl). Reporter suspected that patient's device was delivering too much insulin. No error messages were generated by device. Patient was given "icing in a tube" at time of low blood glucose events -- no medical treatment was received.